Event description:
It was reported that there was a leak coming from the transfer set tubing. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation but has not yet been received. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.